Event description:
The following was reported to the customer by an end user: "patient (children) was at home connected to masimo spo2 pulse oximetry. Patient was found dead at night and based on parent's information (to hospital), device didn't alarm."

Manufacturer narrative:
Masimo has attempted to obtain the unit for evaluation. As of the date of this report, the device has not been received to allow for an evaluation to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.